Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll bns had foreign matter. The following information was provided by the initial reporter: a complaint was received from our customer stating that syringes contaminated with white particles were found. The contamination is inside the syringes, on the plunger. It described that a large number of syringes in one order were contaminated. The quantity of this order is of 972 pieces. Vendor batch used for production is 2223871 please see the attached photos and fill in the fields below with your statement and corrective action.

Manufacturer narrative:
Two photos of a 3ml luer lock syringe (p/n 301073) were received and evaluated. Both photos show one loose syringe from different angles with an unknown white particulate on the side of the stopper. Physical sample is required to further analyze and identify the foreign substance. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter fluid path is associated with the assembly process.

Event description:
No additional information.